Event description:
Tech alleged brake pedal would lock in place but brakes wouldn't hold.

Manufacturer narrative:
Tech found brake block mechanism failed from being worn. Tech rebuilt brake block to resolve.